Manufacturer narrative:
(B)(4). Date sent: 9/22/2023 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: after two 180 degree rotations of the battery the surgeon attempted to fire with no movement of the blade. At that point the surgeon completed a manual returning of the knife blade. Surgeons does not pulse fire. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic gastric sleeve procedure on the last firing on the six fire with a gold reload. Surgeon stated device stopped during firing sequences. The surgeon attempted to reverse knife blade by pressing home button. That was not active. Rep instructed the surgeon to take battery out and rotate it 100 degrees. Another device was used to complete the procedure. No patient consequences. No buttress was used.